Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. Visual inspection revealed the lemo connector jp4 of the power flex was damage. Pin # 3, 4 and 5 were burnt. Carefusion replaced the power flex to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ventilator had a burnt lemo connector. It is unknown at this time whether there was any patient involvement associated with this complaint.